Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that a day after setting up an rt235 infant breathing circuit, no water was found in the chamber and the water bag was half filled with air. The water was then squeezed to fill the chamber. It was further reported that the clinician later checked the chamber and in doing so, she moved the auto fill line of the water bag. The air came rushing up the line and into the water bag again. The air was released but had been refilled within an hour. The sle5000 was the ventilator in use but not with excessive pressures. This event occurred during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device, rt235 infant bias flow dual-heated w/evaqua breathing circuit, has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.